Event description:
The customer reported that the system displayed an x-ray switch locked error message during a procedure. The x-rays would not stop even after the key was turned, so the system was unplugged. No patient injury was reported.

Manufacturer narrative:
A ge service representative talked to the customer over the phone. The error did not reoccur, and the system is operating as intended. This malfunction may have resulted in a possible accidental radiation occurrence.